Event description:
A caller reported a cartridge alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique, successfully resolving the issue, and allowing the customer to resume insulin therapy.